Manufacturer narrative:
No device returned for evaluation as no product malfunction was identified or alleged. Radiographs provided confirmed the complaint. The patients post-operative physical activity is unknown. No bone quality report was provided. No root cause can be determined at this time though bone quality and post-operative activity are possible causes or contributors. No additional investigation can be completed. Labeling review: "...preoperative warning: 5. Care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...postoperative warning: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." "...contraindications: use of the nuvasive acp system and spinal fixation surgery are contraindicated when there was recent or local active infection near or at the site of the proposed implantation. Any conditions that preclude the possibility of fusion are relative contraindications. These include but are not limited to: fever, mental illness, alcoholism or drug abuse, osteoporosis or osteopenia, neurotrophic diseases, obesity, pregnancy and foreign body sensitivity..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components. Loss of fixation. Nonunion or delayed union. Fracture of the vertebra. Proper patient selection is critical to the success of the procedure. Only patients who satisfy the criteria set forth under the indications section of this document and who do not have any of the conditions set forth under the contraindications section of this document should be considered for spinal fixation surgery using the nuvasive acp system. In addition, patients who smoke have been shown to have an increased incidence of pseudarthrosis. Based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system..."

Event description:
On (B)(6) 2021 a patient underwent a anterior cervical discectomy and fusion c4-c7 with out a reported issue. On (B)(6) 2021 during follow up radiographs identified the c6 vertebral body fractured. On (B)(6) 2021 a revision procedure was performed where the a corpectomy was performed at c6, the anterior plate was removed and posterior fixation was placed. The patient is reportedly doing well.